Event description:
The customer reported conflcting results with the binaxnow covid-19 antigen self test performed on (B)(6) 2022 on a direct tested nasal kitted swab. The user conducted the test on (B)(6) 2022 and 1 minute after the 15 minutes waiting period he noticed 2 pink lines appeared on the result window. The user waited for another 5 minutes (which is still on a valid reading time- a total of 6 minutes after the 15 minutes waiting period), he noted only seeing a pink line on the control section and the line on the sample section disappeared and a visible vertical pink line appeared on the right edge of the test strip. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 178291 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 178291 and device part number 195-430h / lot 173140. The lot met the required release specifications. A review of the complaints reported as xxxxxxxx patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178291 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.